Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted no defect was observed. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported events as follows: precautions: "failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: tighten the needle by turning it firmly in a clockwise direction until it is seated in the proper position. Hold the syringe body in one hand and the needle cap in the other. Without twisting, pull in opposite directions to remove the needle cap. Health care professional instructions: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported that during injection in the cheek with one syringe of juvéderm voluma® xc, the needle "broke off" and the product was lost. Patient experienced "bruising" because the needle was difficult to remove. Patient was treated with "ice" to the injected area and arnica gel was administered topically. No information was reported on symptom resolution. The packaged needle was used for the injection. This event happened with 2 separate syringes from the same box. The first needle completely bent ¿sideways¿ and the second needle slightly bent. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00472 ((B)(4)). This is the first MDR submitted for the first suspect product, the first syringe of juvéderm voluma® xc.

Event description:
Healthcare professional additionally reported that, ¿the patient came in for¿ unspecified ¿additional treatments¿ and symptoms resolved approximately 6 weeks after injection. Healthcare professional later clarified that the ¿additional treatments¿ that the patient received were not interventions for the adverse event but were additional filler injections with no problems.